Event description:
The facility reported a pump with failure code 812:02. This problem was identified prior to use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:the reported condition of a pump with failure code 812:02 was not confirmed and could not be duplicated. Therefore, no further correction was made. Device performs according to specifications.